Manufacturer narrative:
On 05/10/2010, MFR received photographs of the product in its current condition located at the attorney's office more than 2 years after this event occurred. In viewing photos at this time, no product failure is apparent, however, the bottom bracket on the right side of the backrest does not appear to be latched properly in place. This could be due to removing and replacing backrest, but unable to state if it was prior to the stated event or sometime following the event. The MFR was notified of this event more than 2 years after it had occurred. Unable to find any complaints received prior to this event for this specific product or any similar complaints related to like product. Manufacturer has not received enough information to make any conclusions at this time as to what caused the stated event. Product has not been returned or is expected to be returned to manufacturer for evaluation. Product (back rest with cushion and bracket hardware) was ordered as parts to be installed on another manufacturer's wheelchair. The manufacturer will continue to request additional information related to this event and submit up reports as information is received.

Event description:
Reporter stated that on (B) (6) 2007, the plaintiff was transporting the deceased in her vehicle. While traveling the back/backrest of the wheelchair came free causing the decedent to lurch forward and sustain serious personal injuries. The accident which caused serious personal injuries to the decedent ultimately resulted in his death on (B) (6) 2007.